Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses as intended when customer was using the extended bolus feature. The customer declined troubleshooting with tandem technical support and declined to provide additional information.